Event description:
Event description boston scientific received information that this pacemaker was explanted because it had reached end of life (eol) and the device could not be interrogated. The patient has been lost to follow-up for over a year and half. The device was implanted for approximately 6 years and 4 months. Per merlin, the estimated longevity for this model at nominal settings is 5.8 years. This device is part of the pdm hermetic sealing original advisory population, as described in the physician communication on july 18th, 2005. No adverse patient effects were reported.